Event description:
It was reported by a customer on (B)(6) 2010, there was a loud popping sound and the fiber burned out at 89,212 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap detached.

Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap detached. The entire fiber cap and the shrink tube slid off. Insufficient glue on the bevel portion was generally evident. The device failure is associated with a manufacturing defect. The root cause of the device failure was determined to be a manufacturing defect and insufficient glue. The product labeling (B)(4) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.